Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium adapter leaked. This event occurred during drain one of peritoneal dialysis. The patient was connected. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.